Event description:
During the procedure, two promus premier stents (3.5x24mm and 3.0x16mm) were implanted. It was reported that after stent deployment slow flow in d1, patient stable but complained about chest pain. Ckmb post-procedure was elevated (20.0 micrograms/l, reference: less than 6.2 micrograms/l). No ECG changes were noted based on discharge ECG. It was noted that there was a non-q wave myocardial infarction not due to the target vessel but related to an ancillary device. The event was resolved the following day without sequelae.